Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (300 mcg at 150.03663 mcg/day), baclofen (1000 mcg at 500.1221 mcg/day) and bupivacaine (30 mg at 15.00366 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had left lower extremity numbness and intolerable pain after ptm activations. A catheter dye study was ordered and the catheter was unable to be aspirated. The it rate was decreased pending catheter revision. Surgical observation revealed a leak in the catheter. The catheter was spliced, replacing the spinal segment.